Event description:
The customer reported the reported the fluoroscopic image was grainy and ghosting effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The lemo connector was inspected and confirmed to be within specification. The system software and calibrations was reloaded. The system was tested and found to be working as intended and returned to svc.